Event description:
Patient on continuous infusion of flolan through a central venous catheter presented with blocked line, attempts made to clear with tpa unsuccessful. Central line required replacement. 209x16, 210x16, 211x16, 212x16, 213x16 - expiration date 12/2011. 200x16, 195x16 - expiration date 11/2011. 187x16, 186x16, 177x16, 176x16, 170x16, 168x16 - expiration date 10/2011. 145x16, 138x16 - expiration date 08/2011. 120x16 - expiration date 07/2011. 015x16 - expiration date 06/2011. 058x16 - expiration date 04/2011. 040x16 - expiration date 03/2011.